Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc was not working. Upon functional testing, the fse decided to reload os software, but it failed. Upon further testing, the fse found that the lab to be mis-wired, causing a communications problem. The fse corrected the wire and reloaded the software on the suite pc. Upon further checks, the fse found that the system obtained hospital ip address was corrupted the software and damaged the hard drive in the flex vision computer; so, the fse removed the system from hospital network and verified connectivity to the hospital network with the suite pc only, which resolve the issue temporarily. Upon further analysis the fse found that the ssd in the flex vision was defective and would not take a software load. To resolve the reported issue, the fse replaced the ssd in the flex vision and loaded the software to the pc. After replacement and necessary configurations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision pc was not working. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.